Manufacturer narrative:
(B)(4). A visual inspection of the returned device found that the stent was damaged (smashed) at the bladder pigtail. The suture was not returned for evaluation. Based on the product analysis, it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The section that was smashed had marks, which is evidence indicating that something was used to press the coil. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications and there is no control of how the unit was handling at the field. Therefore, the most probable root cause for the complaint is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent¿ was used in the ureter during a ureteral stent removal procedure (procedure date unknown). According to the complainant, during the procedure, there was great difficulty encountered in removing the stent that was previously implanted. The duration of the implanted stent is unknown. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.